Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, she did have to go to the hospital and reported that she did experience any change in health condition possibly related to reported device issue. It was reported that the g5 was not sending enough oxygen. The patient claimed that her "levels were well below 90%, and she has fallen due to the lack of 02 and has had to go to the ER (emergency room)." The patient did not answer any of the questions requested via email. It was unknown if she continues oxygen, the device setting at the time of the event, or if there was an alternative oxygen supply for us during the device issue, replacement unit unknown.